Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and physical deconditioning. The cause of the events was not reported. It was reported that the patient was rushed to the hospital; however, it was not reported if the patient was admitted. Treatment, patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.